Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment was completed by moving the patient to another room. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse found that geo ipc was not starting up normally due to poor contact in internal memory. The fse reconnected the internal memory with geo ipc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the movements of the allura device were not working. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and identified that there was a poor contact in the internal memory of the geo ipc. The internal memory was reconnected, and the device was returned to expected functionality.